Event description:
The release for examination has now been submitted and the investigation could be carried out. Same incident as medwatch# 3004721439-2025-00106 and #3004721439-2025-00107.

Manufacturer narrative:
Visual inspection: during the investigation, no significant damage of the shuntassistant 2.0 and the ped. Control reservoir was determined. Permeability test: a permeability test has shown that the shuntassistant 2.0 and the ped. Control reservoir is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the shuntassistant 2.0 operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, no deposits were found in shuntassistant 2.0. Results: based on our investigation results, we can determine no functional deviations or other abnormalities on the shuntassistant 2.0 and the päd. Control reservoir. The products are working within their specifications. The investigation of the return shipment is complete with the creation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant 2.0 (#fx101t) was implanted together with a m. Blue and a progav 2.0 during a procedure performed on (B)(6) 2025. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. The release for examination has not yet been submitted. For this reason, an examination is still pending. Same incident as medwatch# 3004721439-2025-00106 and #3004721439-2025-00107.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.